Event description:
During preparation for use for a cardiopulmonary bypass procedure, the display of the roller pump disappeared. An alternate roller pump was employed and preparation was completed. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.